Event description:
It was reported that the needle did not deploy. Pod was not worn.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle mechanism failing to deploy. Although no problem was found with the device, it could not be determined when the needle mechanism deployed, and the cause of the reported needle mechanism failure could not be determined.